Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device noted that the clip assembly was returned with the device. However, it was also noted that the device returned without the over sheath. It was observed that no activations had been performed. The control wire was detached from the spool and its proximal end was not attached to the crimp sleeve. The handle was disassembled for further analysis, and it was found that the spool was opened and the crimp sleeve was properly seated within the spool. Additionally, kinks were found at the middle section of the catheter. During the investigation, it was found that the control wire had not been flattened properly during the manufacturing process, which likely caused the control wire to detach from the handle. Therefore, the most probable cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the device was removed from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the device was removed from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.